Event description:
Patient called lfs alleging that their induo meter was reading inaccurately high. Patient reported obtaining a "9.6 mmol/l" fasting, taking insulin based on the result and eating breakfast. Patient reported taking their morning insulin with a syringe, rather than the induo doser. Approximately half an hour later, patient fell unconscious while at work. Patient regained consciousness after being administered glucose gel. The patient was tested and treated at the nurse's station, at their work place. Patient could not recall the result; however, it was low. Patient was treated with food. Patient did not experience any symptoms prior to passing out. Patient did not receive any other medical care. Meter was in the correct unit of measurement and codes did match. Several days later patient reported blood glucose results of "7.5. Mmol/l" and "5.5 mmol/l" with their lifescan meter, performed within 10 minutes of each other and a "2.8 mmol/l" on the hospital meter (invalid comparison). Based on statistical methodology, the calculated difference of the glucose results obtained on their meter exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Patient did not have control solution to perform quality control tests. Patient did notallege harm; however, the meter malfunctioned in terms of precision and the patient suffered an adverse event due to taking insulin based on the meter reading.